Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('removal of gall bladder') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing coils on one side and another coil had to be reinserted". Concomitant products included alprazolam, lisinopril, simvastatin and venlafaxine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), irritable bowel syndrome ("other injury(ies) or complication(s) - irritable bowel syndrome/ ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced abdominal pain lower ("lower stomach pain"), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (midol) and surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal) and removal of gall bladder). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, irritable bowel syndrome, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the urinary tract disorder, bladder disorder, abdominal pain lower, back pain, pain in extremity, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, irritable bowel syndrome, menorrhagia, pain in extremity, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: 2009 or 2010 the plantiff states that she is currently planning for essure removal 3 coils were visible, the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in 2010: result: I do not recall but several ultrasounds. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Events vaginal bleeding, menorrhagia, depression, dysmenorrhea, abdominal pain, device difficult to insert were added. Outcome of bleeding, pain and irritable bowel syndrome were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.